Manufacturer narrative:
The power supply unit (psu) was returned to resmed and an evaluation was performed. The evaluation confirmed that the psu was not functioning. The psu was replaced to address this issue... Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) had no power. There was no patient injury reported as a result of this incident.